Event description:
Information was received indicating that air was leaking from a smiths medical portex blue line ultra tracheostomy tube. Subsequently, the tube was replaced with no reported adverse effects.

Manufacturer narrative:
Device evaluation results: one portex blue line ultra (blu) tracheostomy was returned for investigation in used condition. Five photographs of the device were also received. The photographs revealed that there was a small tear in the pilot balloon of the inflation line. The sample was visually inspected at a distance of 12 to 16 inches, and under normal conditions of illumination. No abnormalities were found. A syringe was used to inflate the cuff. The product was then submerged under water to look for leaks. Leaks were observed from the pilot balloon. The customer reported product problem was therefore confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.